Event description:
The surgeon inserted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The cause of the lesn tear was due to the way the lens was loaded. Surgery was completed with another lens.